Event description:
Device issue: separated proximal shaft. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in an unspecified below the knee lesion, the voyager nc ruptured below rated burst pressure. The device was completely removed without difficulty and there was no adverse pt effect. Though requested, no additional info was provided. Returned good lab analysis did not confirm the reported balloon rupture; however, analysis did reveal a separated proximal shaft.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.